Event description:
On august 17, 2009, a doctor reported to sybron implant solutions gmbh that a pitt easy implant abutment hex had fractured.

Manufacturer narrative:
An evaluation of the fractured abutment revealed that a ceramic particle was lodged between the threads, preventing the screw from being properly seated and subsequently resulting in the hex fracture. This is not a product failure.